Event description:
It was reported that the atrial lead would not stay in place so the lead was explanted and replaced with a lead that had active fixation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.